Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery. A stingray lp catheter was selected for use. During the procedure, the balloon ruptured at 3 atm upon fifth inflation. The device was simply and completely removed from the patient. The procedure was completed with another of the same device. No complications reported and patient's condition post procedure is good.